Event description:
Reporter indicated that vns pt experienced a 12-15 second episode of asystole during intraoperative lead test. Atropine (0.5mg) was administered and CPR was performed until the pt's pulse returned with heart rate back to normal. It was reported that the lead electrode placement did not involve the cardiac branch. Neurosurgeon elected not to proceed with the vns implanted procedure due to the pt's age. The pt remained in the hosp overnight for eval and was discharged to nursing home the next day. Investigation to date has been unable to determine the cause of the reported event.